Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The pcb was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the manufacturer of a pcb for the over current protection circuitry used a component that was counterfeit. In this incident, localized heating of the component may have occurred and resulted in an unusual smell or smoke. Since there were burned parts, the ptc most likely failed, overheated and then opened up, which would have caused the concentrator to shut down.

Event description:
The dealer alleges there were sparks and a burning smell when the cover was removed to complete a bench test.